Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. Following the surgery to implant an ipg, the ipg was explanted due to an infection at the ipg site. The explant date is unknown to the manufacturer. The reported infection has since resolved.